Event description:
The head of the handpiece overheated during a filling procedure and the patient received thermal burn injuries to their cheek and gum tissue. No medical treatment was necessary at the time of the incident. The patient is believed to be healing normally and only reported having minor discomfort due to the injury. Dental office declined to provide patient ID, age, or weight information.